Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('received treatment for migration? Yes/ received treatment for perforation? Yes / left occlusion only'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), neuropathy peripheral ('autoimmune diagnosed:neuropathy,') and rheumatoid arthritis ('autoimmune diagnosed:rheumatoid arthritis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, depression, anxiety, parity 2, ectopic pregnancy and miscarriage. Complications during removal surgery: repeat/multiple surgeries. Previously administered products included for birth control: nuvaring from 2004 to 2007. Concomitant products included diazepam, fluoxetine hydrochloride (prozac) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal infection ("bladder/urinary problems:vaginal infection"), rash ("rashes or skin conditions type: rashes") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), depression ("psych injury, psychological or psychiatric problems condition: depression"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psych injury, psychological or psychiatric problems condition: anxiety"). In (B)(6) 2007, the patient experienced migraine ("migraine") and headache ("headaches"). In 2009, the patient experienced paraesthesia ("tingling"), hypoaesthesia ("numbness") and feeling abnormal ("brain fog"). In 2010, the patient experienced urinary tract disorder ("urinary problems"), dental caries ("dental problems: tooth decay") and tooth fracture ("dental problems crumbling"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic pelvic pain"), abdominal pain ("abdominal pain"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), cystitis ("bladder/urinary problems : urinary tract infection"), urinary tract infection ("bladder/urinary problems : urinary tract infection"), nervous system disorder ("nuero condition/problems"), visual impairment ("vision problems"), back pain ("lower back pain") and pain in extremity ("leg pain"). The patient was treated with extraction and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, menorrhagia, neuropathy peripheral, rheumatoid arthritis, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, depression, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, migraine, nervous system disorder, visual impairment, vaginal discharge, mood swings, vaginal haemorrhage, anxiety, headache, paraesthesia, hypoaesthesia, feeling abnormal, fatigue, dental caries, back pain, pain in extremity and tooth fracture outcome was unknown and the alopecia, rash and weight increased had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, headache, hypoaesthesia, menorrhagia, migraine, mood swings, nervous system disorder, neuropathy peripheral, pain in extremity, paraesthesia, pelvic pain, rash, rheumatoid arthritis, tooth fracture, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, autoimmune, psych injury, migration/perforation, bladder/urinary problem and other injuries/symptom. Complications during removal surgery: repeat/multiple surgeries current weight 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received events "hormonal changes describe: mood swings, abnormal bleeding (vaginal) , psychological or psychiatric problems condition: anxiety and depression, rashes or skin conditions type: rashes,headaches,dental problems: tooth decay/ crumbling , neurological conditions or problems type: tingling and numbness, brain fog, fatigue, weight gain / loss specify which one: weight gain, leg pain, lower back pain" were added. Outcome of events " lower back pain, abdominal pain, migraine/ headache and leg pain" were added .lab data was updated. Concomitant drug, and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('received treatment for migration? Yes/ received treatment for perforation? Yes / left occlusion only'), neuropathy peripheral ('autoimmune diagnosed:neuropathy,') and rheumatoid arthritis ('autoimmune diagnosed:rheumatoid arthritis') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: complications during removal surgery: repeat/multiple surgeries. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fibromyalgia ("autoimmune diagnosed: fibromyalgia"), psychological trauma ("psych injury"), cystitis ("bladder/urinary problems : urinary tract infection"), urinary tract infection ("bladder/urinary problems : urinary tract infection"), vaginal infection ("bladder/urinary problems:vaginal infection"), urinary tract disorder ("urinary problems"), migraine ("migraine"), alopecia ("hair loss"), nervous system disorder ("nuero condition/problems"), visual impairment ("vision problems") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, neuropathy peripheral, rheumatoid arthritis, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, fibromyalgia, psychological trauma, cystitis, urinary tract infection, vaginal infection, urinary tract disorder, migraine, alopecia, nervous system disorder, visual impairment and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, fibromyalgia, menorrhagia, migraine, nervous system disorder, neuropathy peripheral, pelvic pain, psychological trauma, rheumatoid arthritis, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, autoimmune, psych injury, migration/perforation, bladder/urinary problem and other injuries/symptom. Complications during removal surgery: repeat/multiple surgeries diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test (unspecified). Results of confirmation test : left occlusion only. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received. Patient demographic added. Event injury is replaced by pelvic pain. New events abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding), received treatment for perforation? Yes / received treatment for migration? Yes / left occlusion only, fibromyalgia, neuropathy, rheumatoid arthritis, urinary tract infection, bladder infection, vaginal discharge, vaginal infection, urinary problems, migraine, hair loss, nausea, nuero condition/problems and vision problems were added. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.